Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and backplate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. During troubleshooting it was determined that the customer was pushing too hard on the port plug, causing the pinhole to stretch and lose air. Following troubleshooting, the customer indicated that the suction on the pump was restored. On (B)(4) 2018, during follow up with the customer by a complaint handler, the customer alleged that she developed mastitis, for which she was prescribed an antibiotic. The customer also confirmed that the mastitis was resolved and that the suction issue was resolved following troubleshooting. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that she was experiencing low suction while single pumping with her pump in style breast pump. The customer also alleged that she had clogged ducts, which she indicated were a result of her milk coming in and not the result of the pump.